Event description:
The aci sales professional reported the following information: the physician deployed the device perfectly in the patient who had an intervention done. The staff claimed that it was noted after the deployment that the patient had a hematoma (size unknown) to the right side of the patient's body almost on the hip. It is uncertain at what point the hematoma developed. A femostop was applied and later that evening a surgical stitch was applied to the puncture site. The vascular surgeon that did the pta (percutaneous transluminal angioplasty) of the lower extremities also did the surgical suture repair. The angio procedure went well. The patient's blood pressure was noted as "normal" but the patient was on tpa the day before to unclog a lower extremity vessel. Procedure type: intervention peripheral stick location: medium sheath size: 7f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1419201) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. (B)(4).